Event description:
Customer reported wife received discrepant results on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use. Individual received a positive result with cartridge sn (B)(4) and two negative results with cartridge sn (B)(4) and (B)(4) (lot 26493j). It was reported that the individual was getting a confirmatory test, however, type of test, test date and result were not provided. Customer did not indicate whether his wife was alleging a false negative or false positive complaint. Although requested, no further information was provided regarding this testing event. See case (B)(4) for customer's false negative result.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected discrepant results. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and attempted to perform data analysis, however, as customer was unable to specify which result was being questioned, further investigation could not be performed. Root cause was undetermined.